Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected five opened and used enlite sensors. Performed bicarbonate buffer test. Three sensors failed due to high readings and two remaining sensors passed per specifications. One sensor was received with a broken and missing electrode. Two sensors were received with the needle bent inside the sensor base.

Event description:
Customer reported that she had low blood glucose of 42 mg/dl. Customer stated that she was having problems with the sensor she removed it and noticed that the sensor cannula appeared broken. Customer stated that she unsure if the cannula still in her body. Advised customer to go to her doctor for instructions. Nothing further was reported.